Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance. Subsequently, the ruby coil pusher assembly snapped and the pull wire became exposed. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.